Event description:
It was reported that patients ipg was heating up and had caused swelling on the neck. It was also noted that the patient was experiencing low back radiating pain down to the posterior thighs. The patient was given gabapentin, nsaid and muscle relaxer which has helped the pain. The patient underwent an ipg replacement procedure. The explanted device will not be returned.

Event description:
It was reported that patients ipg was heating up and had caused swelling on the neck. It was also noted that the patient was experiencing low back radiating pain down to the posterior thighs. The patient was given gabapentin, nsaid and muscle relaxer which has helped the pain. The patient underwent an ipg replacement procedure. The explanted device will not be returned. Additional information was received that the patient was doing well postoperatively.